Manufacturer narrative:
It was reported that the patient sustained a burn during treatment. Treatment/plan: lidocaine 2% to wound beds x 5 minutes. Areas cleansed. Debridement of wound bed with sterile currette with pt permission, full thickness. No sting skin barrier to periwound area. Silvadene cream to mepilex border drsg and applied to wound bed. Pt instructed on drsg changes daily. Supplies sent and ordered. The device has not been returned for evaluation; the rood cause could not be established. If more information becomes available additional reporting will be provided as a supplemental report to this document.

Event description:
It was reported that the patient sustained a burn during treatment.